Event description:
Report received-hcp unable to telemetry patient's pump. No sources of electrical magnetic interference present. Suspected end of life as pump has been implanted 57 months. No alarm sounds have been noted. Patient has been experiencing low grade fever, fine tremors, sweatiness. Follow up with hcp revealed pump was replaced 2003. Pump was found to not respond to telemetry so was presumed to be stalled. Patient did not recollect hearing an alarm. Patient was given oral baclofen to control symptoms. Patient developed a urinary tract infection so surgery was delayed until the infection was treated. A supplemental medwatch will be filed when additional information is received.